Manufacturer narrative:
The device was received and evaluated. The download data from the returned pod showed timeouts, indicating a struggle to deliver insulin. Rerun of the pod found no timeouts, though the pulse widths were higher than expected and increasing. Inspection of the hook switch found that the hook post spring had been incorrectly installed, resulting in the hook talons sitting at a slight angle on the ratchet gear teeth. The other drive mechanism components were inspected for damages or deficiencies that would result in a struggle to deliver insulin, with none being found. It cannot be conclusively determined if this hook post spring caused the high pulse widths seen in the original data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 17.7 mmol/l (318.6 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied.